Event description:
Device 2 of 2. Reference MFR. Report#1627487-2019-02473. It was reported the patient experienced uncomfortable stimulation due to high impedance measurements. Surgical intervention was undertaken wherein both leads were explanted and replaced with new models to address the issue. Effective therapy was restored postoperatively.